Event description:
A report was received that the patient's stitches were bursting open. Two days later the patient was taken into the operating room for a lead revision. During the revision, the physician discovered signs of a possible infection at the ipg site. The patient was treated with antibiotics and the following day the physician explanted the entire system.

Event description:
The facility reported a colleague infusion pump which alarmed with a pump failure and stopped an infusion on a female patient in the medical/surgical care area. The patient was receiving 50cc of an antibiotic, to be delivered in 30 minutes via piggyback with a primary of IV fluids, when the infusion was stopped. The pump was swapped out and the infusion resumed on a different device. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version for this device is currently unknown.

Event description:
During baxter (B)(4) review of the event history for another report of a colleague infusion pump, it was discovered that failure code 403:317:839:0000 occurred during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. This device is an unremediated colleague pump with a user interface module software version of 5.06.00.

Manufacturer narrative:
(B)(4).the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). A request for the return of this device has been made. Should the pump be received by baxter for evaluation or if any additional information becomes available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump which alarmed with a pump failure was confirmed during product evaluation as failure code 803:07. The condition was caused by the blue slide clamp being left in the pump channel. The blue slide clamp was removed to correct this condition. This device is a remediated colleague pump with a user interface module software version of (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
Bowel injury. Treated with diverting colostomy.